Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient charged the ins on thursday, used the stimulation on friday and went to turn stimulation back on and saw a por message. It was an informational por. The patient was walked through how to clear the por on the programmer. The por was successfully cleared. The therapy was turned back on. No symptoms were reported. No further complications were reported.